Event description:
Healthcare professional called and confirmed exchange from textured to smooth due to concern with the product on the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of anxiety-product/procedure, lump/nodule and raynauds phenomenon was received on september 21, 2022, with lot number 1498045. Based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Raynauds phenomenon: unable to observe since it is a medical event and is not related to the device. Lump/nodule: unable to observe since it is a medical event and is not related to the device. Additional observations: deformation is observed. Creases are observed. No further actions are required as the device was implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on (B)(6)2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lump/nodule and raynauds phenomenon.

Event description:
Patient reported having experienced "hard knots or lumps surrounding the implant or in the armpit" as well as having "a lump or thickening in or near the breast or in the underarm area." Additionally, patient reported having raynaud's phenomenon with no mention or treatment or surgical reoperation. Side unspecified, this record represents the right side; device remains implanted.